Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Electrodes 17-18 and the sensors displayed resistance values within specifications. Microscopic inspection of the connector plug revealed that connector pin 32 was bent. Pin 32 is non-energized. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported communication issue remains unknown.

Event description:
During the cryo af procedure in navx mode, a right atrial atach was induced so a mapping catheter was opened and plugged in. It was noted that the ensite x did not recognize the catheter. First a new cable was opened and tried without resolution. The catheter was exchanged without resolution. The amplifier was rebooted but the ensite x still did not recognize the catheter. A new study was opened with the existing patient, and it still would not recognize the catheter. The procedure was cancelled.